Event description:
It was initially reported that the patient was diagnosed with a cardiac myopathy which her physician feel is related to hypoxia. The cause of the hypoxia cannot be determined. The patient began noticing symptoms of hypoxia approximately 12 months prior to the report. On (B)(6) 2012, the patient went to the emergency room because the symptoms were sever and was formally diagnosed with hypoxia. Follow-up with the physician's office indicated that the physician had just left on a 6 month leave. The patient had their generator turn off per patient's request following the report to the manufacturer. The nurse said that the physician would be the only one that would be able to address questions regarding vns. The physician was sent questions to be addressed when he returned.

Event description:
Additional information was received that the patient requested to have her vns turned off due to ongoing issues they she was having due to smoking with chronic obstructive pulmonary disease (copd). The copd is not related to vns or made worse by the vns the patient just request off as she was having issue with oxygen saturation.